Event description:
It was reported the programmer screen read system error. The screen remained on black screen with medtronic in middle of screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer powered up with a system error and then shuts off after about 2 minutes. A printed circuit board (pcb) assembly found out of electrical specification. After this pcb assembly was replaced the programmer powered up with a different system error; microprocessor unit (mpu) printed circuit board assembly found out of electrical specification. Analysis also found the keyboard connector is pulling apart, keyboard hinges are broken, display dropped in some positions due to the lower display hinges being out of mechanical specification, and the lower case is worn. (B)(4).